Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An article/literature was received entitled "revision total knee arthroplasty with porous-coated metaphyseal sleeves provides radiographic ingrowth and stable fixation¿ update (B)(6) 2019. ¿revision total knee arthroplasty with porous-coated metaphyseal sleeves provides radiographic ingrowth and stable fixation¿ was reviewed for MDR reportability. The retrospective study was performed on 50 consecutive patients (79 sleeves¿49 tibial and 30 femoral) who underwent a mobile-bearing revision tka using a press-fit tibial and/or femoral metaphyseal sleeve from 2006 to 2008. A p.f.c sigma rotating platform tc3 revision knee and the lcs complete knee system for revision rotating platform knee systems were used. Both systems were combined with the m.b.t. Revision tray and metaphyseal sleeve. A depuy universal femoral metaphyseal sleeve was used in select patients based on an intraoperative assessment of femoral bone stock. It is noted specific patient identifiers nor specific revision information was provided. It is also unknown which knee systems (p.f.c. Or lcs) was involved with the specific adverse events listed below. Various number of augments were noted to be used in multiple knees while others were noted to not utilize any additional augments. The following adverse events were noted: 2 cases of aseptic loosening. 2 cases of post-operative infection. 3 cases of irrigation and debridement due to post-operative hematoma. 2 cases of wound necrosis. 1 case of loosening of the femoral component without sleeve. 1 case of tibial poly insert exchange due to instability. The first unknown knee implant represents a sleeve for loosening. The second unknown knee implant is being used to capture infection, hematoma, necrosis, and debridement. The femoral component will capture loosening. The tibial insert will capture instability.